Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that an incident involving a head nurse experiencing a ruptured catheter sheath. The details are as follows: on (B)(6) 2026, the head nurse of the outpatient department was preparing to insert a catheter when she discovered a crack in the sheath during use. Catheter was not used. No other information was provided.